Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Prior to the event, the customer's blood glucose reading was 90 mg/dl. The customer suspended the insulin pump and then underwent dialysis. Afterwards, the customer lost consciousness and paramedics were called to assist him. Troubleshooting was performed and found that the customer had bolused for some high blood glucose readings prior to the event. The insulin pump was reading the reservoir volume correctly. The time was correct. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.